Event description:
The customer's mother reported that her daughter in school and doing a site change and was getting a no delivery alarm on the insulin pump. Advised the customer that we cannot do troubleshoot due to the insulin is not available. The customer was advised what to do and to have patient call us back for troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.